Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The first clip was implanted successfully without incident. The second clip was implanted laterally on the valve. However, during deployment sequence, the clip failed establishing final arm angle (efaa). The first efaa during deployment process was successful, but during the second efaa the clip opened continuously from less than 60 degrees to 90 degrees. The lock line had already been removed, so the clip arms were closed all the way and it was pulled back into the guide and removed from the patient. Due to the failure of the clip and time taken to prepare a replacement clip, the physician reported a delay. Two additional clips were implanted reducing the mr to grade 2. This delay in the procedure did not result in adverse patient sequelae. There is no additional information available.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed during returned device analysis. A review of the lot history record did not indicate a lot-specific quality issue. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).